Manufacturer narrative:
Isi has received the endowrist one vessel sealer instrument involved with this complaint. Failure analysis investigations confirmed the customer reported complaint that the cut functionality of the endowrist one vessel sealer instrument was not working; however, investigation was unable to confirm that the instrument's sealing functionality was not working. The instrument failed self-check testing due to the instrument's knife blade found bent where the knife blade and cable interface, causing the knife blade to become stuck inside of the knife blade garage and thus preventing the blade from cutting the patient's tissue. Review of the site's system logs found that the instrument failed multiple cut attempts. The instrument passed electrical continuity testing. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, at the completion of the endowrist vessel sealer instrument's sealing/cut cycles, it was noted that the patient's uterine arteries were not sealed. While there was no report of any patient harm, adverse outcome or injury, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument did not work. There was no report of any patient harm, adverse outcome or injury. No other information was provided. On 05/06/2016 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative regarding the reported event. According to the isi csr, the surgical procedure was a da vinci assisted hysterectomy. Midway through the procedure, the vessel sealer instrument stopped sealing and cutting. The surgeon had attempted to seal/cut the patient's uterine arteries; however, after opening the jaws of the endowrist one vessel sealer instrument, the surgeon observed that the patient's tissue did not exhibit any thermal affect and the tissue was not cut. The csr indicated the erbe generator tones occurred and the tones were normal throughout the sealing and cut cycles. There were no error messages or error codes generated during the instrument's sealing/cut cycles. A replacement vessel sealer instrument was installed to complete the planned surgical procedure. There were no issues noted with the replacement instrument. The isi csr indicated that the patient had not undergone any previous chemotherapy or radiation treatments and the patient's arteries were not calcified and exhibited no abnormalities.